Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted. Additional information was received that loss of capture was noted and sensing was decreasing in which it was then confirmed through fluoroscopy that this rv lead was dislodged. Additional information was obtained indicating that this rv lead will not be returned. No additional adverse patient effects were reported.